Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : lot ct8d81000. The device manufacturing record (DHR) was requested and reviewed. No related deviations or anomalies were identified.

Event description:
Patient was revised due to pain. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Dob has been provided. There is no new additional information that would affect the outcome of the investigation. Update (B)(6) 2017: pfs received. Pfs also alleges soreness, popping ang clicking, multiple dislocations, inability to do adl, and limited update ad (B)(6) 2018: com-004729 has been re-opened under pc-000437558 due to the receipt of ppf and sticker sheets. Ppf alleges metal wear, metallosis and elevated metal ions however metal wear and elevated metal ions were already reported. Added law firm and expiry date for the head and liner. Corrected patient's name. Doi: (B)(6) 2008 - dor: (B)(6) 2013 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.    UDI: (B)(4).

Manufacturer narrative:
Additional narrative: patient was revised due to pain. Update rec'd 7/11/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Dob has been provided. There is no new additional information that would affect the outcome of the investigation. Update 12 oct 2017: pfs received. Pfs also alleges soreness, popping ang clicking, multiple dislocations, inability to do adl, and limited mobility. Added stem for the previously alleged toxic metal ions. This complaint was updated on oct 20, 2017. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Update rec'd 7/11/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update 12 oct 2017: pfs received. Pfs also alleges soreness, popping ang clicking, multiple dislocations, inability to do adl, and limited mobility.